Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose due to the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 398 mg/dl. The customer reported hyperglycemia was treated with an intravenous insulin infusion during hospitalization. The customer also experienced symptoms such as headache, tired/weak, increased thirst, hypertension during hospitalization. The event involved products mmt-332a, unomedical, mmt-1884, and mmt-7020la. Troubleshooting was performed, and the customer has not been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer was used the auto mode feature or not. The sensor glucose vs blood glucose difference was not within the target range. It was found that the insulin delivery was not suspended due to the sensor glucose vs blood glucose difference. The blood glucose value was 398 mg/dl and the sensor glucose value was 200 mg/dl and the difference was greater than 30%. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884 was requested, and the customer's response was that the device will be returned. It was unknown whether the customer will continue using the reservoir, infusion set, sensor. No product return is required for mmt-332a. No product return is required for mmt-7020la no product return is required for unomedical.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer also reported diabetic ketoacidosis and was treated with IV drip in the hospital.